Event description:
It was reported by service report that the there was intermittent power to the bed, the headend lift was stuck at mid-height and there were exposed sharp edges on the footboard lid hinge. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: loose power prongs on power cord.